Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) is currently underway. The reported problem (unable to charge battery) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective battery pack. The pt was provided with a replacement battery pack.

Event description:
A (B)(6) male pt contacted zoll lifecor customer support to report that his battery was showing the red fault light when placed on the charger. The pt was provided with a replacement battery pack.